Manufacturer narrative:
The customer removed the loose pads found in the strip provider module (spm) . The test strip vials were replaced with a new lot. Service was not sent onsite. (B)(4).

Event description:
The customer reported that strip pads have fallen off into the strip provider module (spm) of their ichem velocity. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.